Manufacturer narrative:
G4:08jun2021. G5:510k: k102985. B4:30jun2021. The service technician repair and periodic maintenance 1 were performed by south west medical intelligence. The preventative maintenance kit1 was replaced to prevent failure in accordance with the maintenance procedure. The reported phenomenon was confirmed. The event log had 3.3 v supply failed, 5 v supply failed, 35 v supply failed, motor control pcba adc failed, ovp circuit failed. Therefore, the power management (pm) board and motor controller (mc) pcba were replaced. It ensured that the phenomenon was resolved after the replacement. The service technician the issue occurred just before use on a patient. No delay in therapy or medical intervention was reported. Aside from the reported phenomenon, an illumination failure of the power led was observed to have occurred. Therefore, the power switch overlay was replaced. Overall checks, cleaning, and a functional test was performed.

Event description:
The customer reported that the unit alarmed with several voltage failures that indicates a 35volt failure. The medical engineer (me) saw reproducibility after rebooting the device, but confirmed the device was performing ventilation. Therefore, the (me) used the device on a patient for about five minutes until receiving the same model for replacement. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was swapped out. The service technician reported occurrence of the following error codes was confirmed at the third party's repair center (southwest medical intelligence). Power management (pm) board and motor controller (mc) board were replaced and then operational checking is being performed at this time.

Manufacturer narrative:
Failure analysis on the returned power management (pm) board and motor controller (mc) board shows that the component failure u10 on the motor controller (mc) pcba created the 35 volt errors.